Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. The shaft, tip, markerbands, balloon, and stent were microscopically examined. There was blood in the inflation lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the first row of stent struts was flared, stretched and bent on the distal end of the stent. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 73.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11may2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and moderately calcified distal left circumflex artery. A 32 x 3.00 rebel stent was advanced to treat the lesion. However the device failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged and hypotube broken.